Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. This report corrects the explant date submitted in the psr. Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: broken striated, one curved opening striated and nicks striated. Based on the device analysis the final assessment is: a striated edge in the side radius broken due to surgical damage. One curved opening striated assessed as surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.